Event description:
Customer reported the following event details. Propofol and fentanyl were infusing for two days when the nurse noticed fluid leaking from the smartsite valve closest to the pt. The fentanyl drip was connected into the propofol infusion. No pt harm or medical intervention required. Customer stated that no further pt or event info is available.

Manufacturer narrative:
(B)(4). Unable to determine the cause of the customer's reported smartsite valve leak because the set had been discarded by the customer. The root cause of this failure could not be identified.